Event description:
New information received indicates the device was explanted.

Event description:
New information received indicates that the device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of incorrect, inadequate, or imprecise result or readings was not confirmed. The reported event of interrogation problem was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Analysis of the device image and session record indicated that the device operated at high pacing output settings, which affects the estimated longevity of the device. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including sensitivity test found no anomaly and the device was able to be interrogated successfully throughout analysis.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that there were no electrograms (egms) available despite multiple automatic mode switched episodes recorded. Conductive telemetry was lost during the atrial sense test due to the patient being in junctional rhythm which resolved on its own. It was noted that the patient experienced palpitations, shortness of breath and dizziness. No intervention was reported. The patient was stable.